Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a post-operation follow up a red bump at the trial lead removal site was noticed and the cause was unknown. The physician did not notice any abnormalities or redness/heat at the site during the lead pull. The patient was prescribe antibiotic and was doing well.